Event description:
It was reported that a faradrive steerable sheath clear was selected for pulse field ablation. During the procedure, when a farawave catheter was inserted into the sheath, air bubbles were noted. The issue persisted even after the air bubbles were aspirated for several minutes. As per the physician opinion, the sheath may have leaked somewhere in introducer. Thus, the sheath was replaced with another sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that a faradrive steerable sheath clear was selected for pulse field ablation. During the procedure, when a farawave catheter was inserted into the sheath, air bubbles were noted. The issue persisted even after the air bubbles were aspirated for several minutes. As per the physician opinion, the sheath may have leaked somewhere in introducer. Thus, the sheath was replaced with another sheath, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.